Event description:
Consumer filled vaporizer's base with water as instructed, placed it on bedroom floor, plugged it in and left the room. About 10 minutes later, extremely hot water began spurting out of opening located on top portion of vaporizer. Hot water fell on and burned pt's right middle and ring fingers; treated at home. Consumer discontinued use of vaporizer because she feels it presents a burn hazard to bystanders. 1/4/96 pt was examined by family physician who told consumer to continue to apply burn ointment on the burn. 1/4/96 consumer returned vaporizer to dealer for a refund. 1/10/96 consumer called and explained incident to MFR's rep. (Name unknown) who advised consumer to send vaporizer to MFR for inspection; consumer didn't do this because she had already returned vaporizer to dealer. Owner's manual states: "extreme caution is necessary when vaporizer is used near children or invalids and when any vaporizer is left operating unattended because steam emitted can cause burns. Improper use of this appliance can cause burns." Ul listing unknown.